Event description:
2007, pt underwent right shoulder hemiarthroplasty in 2007, two months later, pt went over large bump while in motor vehicle and experienced disengagement of prosthesis. Patient presents to or four days later, for revision of right should hemiarthroplasty. Explants to hosp laboratory for examination. Unclear if defect in implant or not.